Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 case by transfemoral approach in the aortic position. It was not possible to deploy the valve as the balloon did not inflate. The device was pulled back and the device had to be removed surgically as the valve got stuck in the femoral artery. A second valve was implanted with success, however it was noted that the patient had a stroke.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01460. Investigation is ongoing.

Event description:
During pre-decontamination of the device, an I/c bond tear was confirmed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The hospital is not willing to provide any more information. The commander delivery system was returned after being used in the procedure, fully inserted through the esheath and loader cap. The valve was returned (still crimped) located on the inflation balloon. Visual inspection was performed. The crimp balloon was torn proximal to I/c bond.. The outflow struts were slightly flared. There was severe gouging on flex tip, and signs of compression on distal end of the flex shaft. The sheath had distal tip damage. No other abnormalities observed on delivery system. Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. However, the complaints were confirmed based on visual inspection of the devices. Double wall thickness of the crimp balloon proximal to the observed separation was measured. Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. Thickness deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification at al measured locations. Complaint data for the previous 12 months (april 2017 through march 2018) was reviewed for the commander delivery system (all models and sizes). Eight (8) other complaint devices have been returned and evaluated for this issue; all eight complaints were confirmed and no manufacturing non-conformance were identified. A review of complaint data for march 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿withdrawal difficulty¿). Complaint data for the previous 12 months (april 2017 through march 2018) was reviewed for the commander delivery system (all models and sizes). Sixty nine (69) other complaint devices have been returned and evaluated for this issue; sixty six complaints were confirmed and no manufacturing non-conformances were identified. Three complaints are pending engineering evaluation. A review of complaint data for march 2018 revealed that the complaint rate exceeded the control limit for the applicable complaint trend category (¿damaged¿). A device history review was performed. If was found that during manufacturing of a separate work order, a damaged tool was identified. In response, all lots manufactured after the last preventative maintenance were reworked to 100% inspect for any missing piece of the tool using x-ray equipment. The piece was not identified in any of these units. As such, it is unlikely that the prd/ncr that led to the rework would have contributed to the complaint. The related work orders for the manufacturing of the components most relevant to the failure mode reported in this complaint were reviewed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history for the related work order revealed no other similar complaints related to ¿delivery system ¿ withdrawal difficulty¿, but one (1) other complaint for ¿balloon¿ torn¿, which is pending engineering evaluation. The device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The balloons are 100% inspected for wall thickness and visual defects. Ten (10) balloons are sampled for burst testing and additional visual inspection. The crimp balloon features are 100% dimensionally inspected. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the pleat folding process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. 100% distal to proximal visual inspection is performed by both manufacturing and quality. The entire device is inspected for damage or missing components. The nose tip is inspected for defects and is rejected for multiple bumps or surface indentations.  The nose tip to guidewire shaft bond area is inspected bubbles and rejected for visible leak channels in bond area. The inflation and crimp balloons are inspected and rejected for distorted/pinched folds. The stylet is inserted into the distal end of the delivery system and the nose tip is checked to ensure it is not damaged when inserting the stylet. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the related work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. Product verification testing included visually inspecting for physical defects or damage, testing for system retrieval force, and testing for balloon burst pressure. The lot was accepted. Additionally, visually inspected for tears or separation in the inflation/crimp balloon bond. The inflation balloon/crimp balloon bond was tensile tested, and the lot was accepted. These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaints for ¿delivery system ¿ withdrawal difficulty¿ and ¿balloon ¿ torn¿ were confirmed based on visual inspection of the returned devices. No manufacturing nonconformance were identified in the returned device, as dimensional testing of the device met specification. Furthermore, a review of complaint history, lot history, manufacturing mitigation, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of complaint history revealed that potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Although characterization of the patient aorta was not provided, if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. The gouges present on the flex tip suggest that valve diving occurred in this case. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It is possible that access vessel calcification/tortuosity and the torn balloon with valve led to the withdrawal difficulty through sheath. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. This non-coaxiality could then cause the valve to get caught on the sheath tip making it difficult to withdraw into the sheath. As noted during visual inspection, the outflow struts of the valve were slightly flared and the distal tip of the sheath was damaged, suggesting that the struts were likely caught on the sheath, contributing to withdrawal difficulty. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment is not required.  Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Regarding delivery system- withdrawal difficulty, since no manufacturing non-conformances were identified and the complaint rate did not exceed the monthly control limit for the trend category (¿damaged¿), escalation to a pra is not required. Regarding balloon- torn, although the occurrence rate exceeded the march 2018 complaint trending control limit for ¿damaged¿, no manufacturing non-conformance was identified in the returned device. No manufacturing non-conformances or IFU/training manual deficiencies have been identified in the investigations. Additionally, a review of complaints and information revealed that no product nonconformance or IFU/training manual deficiencies have been identified. As such, pra escalation is not required. However, per management discretion, a pra was previously initiated to assess and document the crimp balloon tear issue and its associated risks. The complaints for ¿delivery system ¿ withdrawal difficulty¿ and ¿balloon ¿ torn¿ were confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra.